Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device, with the highest recorded blood glucose (bg) of 449 mg/dl. The user performed a full supply change and resumed insulin delivery. Manual insulin injections were also administered, which contributed to correction. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.